Manufacturer narrative:
The investigation determined that lower than expected vitros valp results were obtained from proficiency samples using a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive assignable cause for this event. The calibration curve used for the event was suboptimal, therefore, a calibration induced bias cannot be ruled out as a contributing factor. Vitros gent precision testing performed was within acceptable guidelines, suggesting the microtip instrument subsystems were not likely a contributing factor. There is no indication a vitros valp reagent issue contributed to the event, as historical quality control data was as expected and compared well to customer¿s established and package insert data.

Event description:
A customer observed lower than vitros valp results on proficiency samples using a vitros 5,1 fs chemistry system. The following results were obtained: level 06 vitros valp result 76.7 ug/ml versus expected 95.9 ug/ml. Level 07 vitros valp result 15.6 ug/ml versus expected 25.7 ug/ml. Level 08 vitros valp result 25.7 ug/ml versus expected 36.8 ug/ml. Level 09 vitros valp result 32.1 ug/ml versus expected 45.4 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected, however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).